Event description:
Nondelivery. The pump was programmed in the intermittent mode to deliver an unspecified concentration of ancef, at a rate of 50ml/hr every 6 hours, and a kvo rate of 1ml/hr. The container size was unspecified. The customer contact reported a "weird beeping sound" and an alarm code during the programming of the pump at the outpatient clinic. Subsequently, the pump was powered off and powered back on to clear the alarm and the homecare pt left the clinic. The next day, the pt returned to the clinic for a new container. At this time the nurse noted the container was full. The nurse checked the pump history and it indicated that all of the doses were delivered. No audible alarms were reported. There were no adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The pump was tested twice by the user facility and passed testing for delivery accuracy. Though requested, no additional information was provided.